Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar values (500mg/dl) [blood glucose increased] patient after pressing the administration button the plunger would not come down [device malfunction]. Case description: study ID: (B)(6)-novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height, weight and body mass index were not reported. This serious solicited report from greece was reported by a consumer as "high blood sugar values (500mg/dl)(blood sugar increased)" beginning on (B)(6)2024 , "patient after pressing the administration button the plunger would not come down(device component malfunction)" beginning on (B)(6)2025 and concerned a 16 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", fiasp penfill (insulin aspart 100 u/ml) (dose, frequency & route used- administer proportional units to measurements, 6 times daily, subcutaneous, regimen #2: unk, subcutaneous (B)(4)/--/2026, regimen #3: unk, subcutaneous ongoing (B)(4)/--/2026) from (B)(6)2021 and ongoing for "diabetes type 1", dosage regimens: fiasp penfill: ??-(B)(6) 2021 to not reported, not reported to not reported, not reported to not reported (dosage regimen ongoing); current condition: diabetes type 1(duration not reported) concomitant medications included - t4 25(levothyroxine sodium), t4 50mg (non codable)(1x1 saturday and sunday) on (B)(6)2025, patient's mother was called from school and told how while setting the pen to 10 iu, after pressing the administration button the plunger would not come down.patient mother added that how this happened on other occasions and how she administered more than 20 iu without problem. On an unspecified date in (B)(6) 2025, patient had high blood sugar values (blood glucose) (500mg/dl) and was hospitalized for 1 week. Patient was discharged from the hospital with values below 200mg/dl. Patient's mother reported that the high values continued after discharge and specifically until 10-15 days ago showed blood sugar values (blood glucose) between 300-400mg/dl. Patient mother added that the values do not fall no matter how many units were administered and that they fall very little after 2-3 hours. Patient's fasting measurement (blood glucose) was reported as 240mg/dl. Patient was under medical control and was pending examinations (not specified) and reexamination. Patient receiving fiasp since 09/2021 administering the drug 6 times daily and administering proportional units with measurements and corrections. Batch numbers: novopen echo plus:nvgad95 fiasp penfill: (B)(4). Action taken to novopen echo plus was not reported. Action taken to fiasp penfill was reported as no change. The outcome for the event "high blood sugar values (500mg/dl)(blood sugar increased)" was recovering/resolving. The outcome for the event "patient after pressing the administration button the plunger would not come down(device component malfunction)" was not reported. Reporter's causality (novopen echo plus) - high blood sugar values (500mg/dl)(blood sugar increased) : possible patient after pressing the administration button the plunger would not come down(device component malfunction) : unknown company's causality (novopen echo plus) - high blood sugar values (500mg/dl)(blood sugar increased) : possible patient after pressing the administration button the plunger would not come down(device component malfunction) : possible reporter's causality (fiasp penfill) - high blood sugar values (500mg/dl)(blood sugar increased) : unknown patient after pressing the administration button the plunger would not come down(device component malfunction) : unknown company's causality (fiasp penfill) - high blood sugar values (500mg/dl)(blood sugar increased) : possible patient after pressing the administration button the plunger would not come down(device component malfunction) : possible "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Event abated after use stopped or dose reduced? Doesn't apply event reappeared after reintroduction? Doesn't apply

Event description:
Event [preferred term] (related symptoms if any separated by commas), high blood sugar values (500mg/dl) [blood glucose increased], patient after pressing the administration button the plunger would not come down [device malfunction], when they encountered the problem with the pen, they needed to put more force [device mechanical issue]. Case description: this serious solicited report from greece was reported by a consumer as "high blood sugar values (500mg/dl)(blood sugar increased)" beginning on (B)(6) 2024 , "patient after pressing the administration button the plunger would not come down(device component malfunction)" beginning on (B)(6) 2025 , "when they encountered the problem with the pen they needed to put more force(device mechanical jam)" beginning on (B)(6) 2025 and concerned a 16 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", fiasp penfill (insulin aspart 100 u/ml) from (B)(6) 2023 and ongoing for "diabetes type 1". Dosage regimens: novopen echo plus: fiasp penfill: ?? (B)(6) 2023 to not reported, not reported to not reported, not reported to not reported (dosage regimen ongoing); current condition: diabetes type 1 (duration not reported), hashimoto procedure: hospitalization historical drug: novorapid penfill. On an unknown date patient's blood gluvose level was 400-500 mg/dl, as a corrective action the patient switched from novorapid to fiasp penfil. On (B)(6) 2025, patient's mother was called from school and told how while setting the pen to 10 iu, after pressing the administration button the plunger would not come down. When they encountered the problem with the pen they needed to put more force. Patient mother added that how this happened on other occasions and how she administered more than 20 iu without problem. On an unspecified date in (B)(6) 2024, patient was admitted to the hospital for 5 days due to high blood sugar values (blood glucose) (500mg/dl). Patient was under medical control and was pending examinations (not specified) and re-examination. Patient receiving fiasp since ma&-2023 administering the drug 6 times daily and administering proportional units with measurements and corrections. The patient's mother said they change the needle with each administration and do not reuse the needles. They rejects the needle after insulin administration and usually attaches a new one to the pen to be ready for the next use. The insulin used by the patient is clear. They don't use clicks to calculate the dose store insulin at room temperature. Patient used a pen that didn't have a screen but had half the units before using novopen echo plus. The outcome for the event "when they encountered the problem with the pen, they needed to put more force (device mechanical jam)" was not reported. Reporter's causality (novopen echo plus) - high blood sugar values (500mg/dl) (blood sugar increased): probable patient after pressing the administration button the plunger would not come down (device component malfunction): unknown . When they encountered the problem with the pen, they needed to put more force (device mechanical jam): unknown. Company's causality (novopen echo plus) - high blood sugar values (500mg/dl) (blood sugar increased): possible patient after pressing the administration button the plunger would not come down (device component malfunction): possible. When they encountered the problem with the pen, they needed to put more force (device mechanical jam): possible. Reporter's causality (fiasp penfill) - high blood sugar values (500mg/dl) (blood sugar increased): unlikely patient after pressing the administration button the plunger would not come down (device component malfunction): unknown. When they encountered the problem with the pen, they needed to put more force (device mechanical jam): unknown. Company's causality (fiasp penfill) - high blood sugar values (500mg/dl) (blood sugar increased): possible patient after pressing the administration button the plunger would not come down (device component malfunction): possible . When they encountered the problem with the pen, they needed to put more force (device mechanical jam): possible. Investigation results: name: novopen echo plus, batch no: nvgad95. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of piston rod malfunction/cannot deliver and hyperglycaemia. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Battery voltage (ocv) was low (2,45v). Several eod-related errors, negative doses and device resets were observed. Use a new needle for each injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including the piston rod, were found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk. Name: fiasp penfill batch no: pr701t8. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: event device delivery system pressure issue (when they encountered the problem with the pen, they needed to put more force) added reporter's causality for blood sugar increased updated to probable for novopen echo plus and unlikely for fiasp. Device tab: operator of the device and trained user updated medical history added. Suspect product dose description updated. Is non-reportable updated as "no." Investigation results updated "final report" ticked, "expected date of fu report" removed and "current location of device" updated in EU/ca tab. B,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: gr-novoprod-(B)(6) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00033. Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary name: novopen echo plus, batch no: nvgad95 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of piston rod malfunction/cannot deliver and hyperglycaemia. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Battery voltage (ocv) was low (2,45v). Several eod-related errors, negative doses and device resets were observed. Use a new needle for each injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including the piston rod, were found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk.

Event description:
Case description: current condition: diabetes type 1 (duration not reported), (B)(6). Procedure: hospitalization. Historical drug: novorapid penfill. Investigation results: name: novopen echo plus, batch no: nvgad95. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of piston rod malfunction/cannot deliver and hyperglycaemia. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Battery voltage (ocv) was low (2,45v). Several eod-related errors, negative doses and device resets were observed. Use a new needle for each injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including the piston rod, were found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The fault had no impact on the mthe force required to depress the push-button was measured. The test passed. No irregularities related to the complaint were observed. The memory display will show "error" after injection. Furthermore, the user may experience that the dose selector pops up unintended after expelling of a dose. The fault has no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk. Name: fiasp penfill batch no: pr701t8. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination since last submission the case has been updated with the following: -medical history added. -investigation results updated. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00033. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. The device was visually examined and functionally tested. All mechanical components, including the piston rod, were found to be normal. The product was found to be normal. The results were found to comply with specifications. When the dose button was fully depressed, the electronic display showed the last dose dispensed. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use battery voltage (ocv) was low, negative doses and device resets were observed. The fault had no impact on the force required to depress the push-button was measured. The memory display will show "error" after injection. Furthermore, the user may experience that the dose selector pops up unintended after expelling of a dose. The identified display error will not impact the device's mechanical functioning of the pen. The fault was due to an error at novo nordisk. H3 continued: evaluation summary name: novopen echo plus, batch no: nvgad95 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of piston rod malfunction/cannot deliver and hyperglycaemia. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Battery voltage (ocv) was low (2,45v). Several eod-related errors, negative doses and device resets were observed. Use a new needle for each injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including the piston rod, were found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The fault had no impact on the mthe force required to depress the push-button was measured. The test passed. No irregularities related to the complaint were observed. The memory display will show "error" after injection. Furthermore, the user may experience that the dose selector pops up unintended after expelling of a dose. The fault has no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk.